Event description:
It was reported that the customer received a button error alarm on the insulin pump while delivering a bolus. The customer's blood glucose was 156 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarms noted. All buttons functioned properly. However, moisture damage was noted on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.